Event description:
During a standard treatment, a dental electrical handpiece got hot and burned the pt's lower lip to the size of the back cap. No ointment or medication was given to the pt. He was seen 5 days after the issue and had still a mark on his lip but was healing well.

Manufacturer narrative:
During a standard treatment, a dental electrical handpiece got hot and burned the pt's lower lip to the size of the back cap. No ointment or medication was given to the pt. He was seen 5 days after the issue and had still a mark on his lip but was healing well. The analysis did show that the bearings have been grinding. In addition the head had several dents around the backcap. This caused the back cap button to stick in which caused internal friction and as a result the strong increase of temperature. During the test run the heat up was reproducible. The user instruction requires a visual and functional inspection prior to each treatment which shows if device is running out of spec and is hence mandatory. Reported due to the 2 year presumption rule.